Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a reddish-brown foreign object was found in the air supply nozzle. Analysis of foreign substances detected rust, organic silicones and carboxylic acids. Although the origin could not be determined, organic silicones and carboxylic acids are components contained in some drugs. The cause of the foreign material adhering to/clogging the nozzle could not be determined. It is not known whether there was a deviation from the instruction manual in the reprocessing procedure for the residual part of the foreign body, and it is not known whether there was physical damage to the residual part of the foreign matter. Such events can be detected and prevented according to the following ifus: the inspection method for the event is described as follows in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the combination function with related equipment". Refer to the instruction manual cleaning / disinfection / sterilization "chapter 5 reprocessing of the endoscope (and accessories to be reprocessed together)" and "chapter 8 storage and disposal", at the time of reprocessing, please confirm that the dirt has been removed, especially the opening of the air supply water supply nozzle and the objective lens surface, and if dirt remains, wash until all dirt is removed, rinse thoroughly, please check the handling environment, such as draining and drying the remaining water in the pipeline after cleaning. Also, please make sure that there are no abnormalities or dirt in the accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; nozzle has corrosion, and the connecting tube has a scratch. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement.